Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 97% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4): 4296 implantable pacing lead 2012-(B)(6); 5076 implantable pacing lead 2008-(B)(6). (B)(4).